Event description:
Patient was receiving a dose of depacon. Rate was set at 100 ml per hour and volume to be infused was 100 ml. The depacon was checked 10 minutes later and all of the 100 ml had been infused. Patient was also receiving 0.45% ns at 50 ml/hour.